Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however the attached customer photos confirms the reported issue of the trocar came apart during the surgery. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The evaluation of the photos confirmed the reported customer complaint of the trocar came apart during surgery, however, since a sample was not received at the manufacturing site how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the trocar metal piece came apart from chandelier in the eye during a procedure. The customer found the metal piece stuck inside the chandelier and did not fall in the eye. The product was replaced and procedure completed with no patient harm.